Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient was experiencing an increased amount of pain. The patient was taking a medication and reported it destroyed his life.